Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to deploy the needles could not be determined. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, clamped suture lumens, change position of device during deployment, device orientation. B5: describe event or problem updated. D9: device available for evaluation updated from ni to no.

Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostar devices were deployed. However, it was not possible to retrieve the needles from the barrels. The sheath was upsized to 18f, and the evar procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: the date of event is estimated as 7/28/2024 as this is the day before the alert date.

Event description:
It was reported that this was a closure of an unspecified access site using prostar devices relative to an interventional procedure. Reportedly, with each device, it was not possible to retrieve the needles from the barrel [needles not present in barrel after deployment]. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.